Event description:
It was reported following a percutaneous procedure, an angio-seal had been deployed. Sometime later, after the procedure, a pt returned to the cardiac specialist complaining of a sore and red groin. The pt went to the general practicioner and the area was lanced and antibiotic therapy, type and dose unk, was started. The angio-seal was not removed. The pt was reported to be well. The deployer of the angio-seal was unk.

Manufacturer narrative:
No prod was returned for eval as it remains in the pt. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the infection remains unk. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be assocated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating rash, wound drainage or any other unusual symptoms. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.